Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 09, 2024.

Manufacturer narrative:
This report is submitted on november 3, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to non-use and chronic pain at the implant site.